Manufacturer narrative:
The field correction has not been completed on the stretcher prior to the product malfunction. The upgrade has now been completed on the unit.

Event description:
It was reported that the foot-end brake cam was broken making the brakes non-operational. It was further reported that the brake upgrade had not been completed on the unit.